Event description:
Within 2 weeks post op implant, I was in debilitating pain and unable to walk or function. All symptoms have been going on and worsening since with add'l symptoms randomly being acquired. Med conditions: fibromyalgia, headache, muscle / joint pain, morning stiffness, clouded / loss memory; all over inflammation, weight gain, palpitations, debilitating pain in legs-hips down with paralysis. Hand / arm paralysis with tingling and weakness, urinary issues. Anxiety, muscle weakness, chest pain, palpitations, gi issues, loss of appetite. Loss of balance and coordination. Hand / feet swelling / pain, hair loss. List goes on and on.